Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support and experienced low flows once the impella started. Two blood product units were given to the patient and the low flow resolved. Additionally, there was a high purge pressure alarm and purge system blocked alarm. Tpa was given and this resolved the alarms. Reportable due to high purge pressure and low pump flows and necessary intervention.

Manufacturer narrative:
The investigation into the reported low pump flow and high purge pressure has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. According to the clinical, a low flow suction alarm was initially recorded. Volume was added and the issue was not resolved. The logs confirm low flow and suction alarm. The cause of the low flow is undetermined because no product was returned and not enough clinical information was provided. According to the clinical, a purge system blocked alarm was recorded. Tpa was administered immediately, and the alarm was resolved. The logs confirm a purge system blocked alarm. Tpa was added to the purge and the pressure decreased to a normal range. The cause of the high purge pressure is biomaterial as tpa resolved the issue.